Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that on (B)(6) 2019, a cev230-1 hook dia 5mm monopolar perissat, the ring at the end of handle fell inside the patient¿s abdomen. The ring slid along the tube inside the abdomen, however the ring was removed from the patient due to occurrence was at the beginning of the surgery. No patient injury. It is unknown if there an increase of surgery time.

Manufacturer narrative:
Product was returned but the evaluation was unable to conclusively verify the complaint as valid. An investigation for cause was unable to be performed. The received device does not correspond to the photos sent by the hospital; the ring on the photos is longer and the diameter is smaller than the ring on the received device. Moreover, the ring on the received product cannot go through the trocar because the diameter of the ring is too big. The received device was manufactured more than 15 years ago, (no longer manufactured) and the current version of cev230-1 seems to be similar to the photos received. Despite this explanation, the hospital confirms that the received product is the product used during the surgery.